Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the proximal stopcock on the accudrain with anti-reflux valve (B)(4) was fractured and leaking cerebrospinal fluid (csf). The physician stated that the patient had severe meningitis and was requiring flushing 2 times per shift to clear the accudrain tubing so it could continue draining. Also, povidone iodine was used to sterilize the hub where flushing took place and that they were not using it at the time of the incident. No further patient consequence was reported.

Manufacturer narrative:
The accudrain with anti-reflux valve (ins8401) was returned for evaluation: device history record (DHR): the device history record (DHR) for fg lot#: 5598500 was reviewed and no anomaly was observed that could be related to the reported condition. Failure analysis - the investigation of the returned device showed that the patient line stopcock was broken in two parts - the ¿half¿ with end of patient attached to it and white ¿plug¿ were not included with the unit for evaluation. The part still attached to the device was white and opaque; also, the surface was rough to the touch. This is evidence that some unknown substance was in contact with the stopcock at some point which degraded the stopcock material. The complaint report states that the stopcock was flushed 2 times per shift and that ¿povidone iodine was used to sterilize the hub where flushing took place¿. Povidone-iodine solution is a common antiseptic used in hospitals for the described purpose; therefore, it should not cause the observed degradation. Root cause - the broken unit was visually inspected and it was observed that the stopcock¿s polycarbonate body was degraded. The normally clear/transparent/smooth material was white, opaque, and rough/coarse. This type of material degradation is consistent with an unknown chemical reaction. In this investigation it was concluded that the cause for stopcock breakage was due chemical reaction. This was confirmed by the stopcock supplier (who evaluated returned broken samples) stating the following: ¿visual examination of the returned stopcock confirmed the presence of cracking. Further examination found the cracking to have stemmed from degradation of the stopcock material, a condition most likely the result of a chemical reaction.¿ a precautionary statement is included in the product¿s IFU to alert users to avoid product contact with collodion remover, acetone, or any other incompatible substances. Although an accidental contact with an incompatible substance could not be confirmed, the visual inspection of the returned product showed definite signs of material degradation consistent with a chemical reaction. This should not be the result of the stopcock coming in contact with the reported povidone-iodine solution used to sanitize the stopcock¿s ¿hub¿ when flushing the device since this is routinely done in most facilities. A simulation was performed during this investigation exposing the entire external stopcock surface (not just the ¿hub¿) to a povidone-iodine solution for five (5) days and allowing the dried-out substance to remain on the stopcock for four (4) additional days and no signs of degradation was observed. Therefore, another substance, not identified by the reporting facility, has come in contact with the patient line stopcock causing the reported breakage.

Event description:
N/a.